Event description:
It was reported that a user experienced hypoglycemic events while using the ilet system and contacted support after being advised by a clinician to speak with the control logic management team; the user reported continuous glucose monitor (cgm) glucose as low as 56 mg/dl with a concurrent blood glucose monitor (bgm) entry of 88 mg/dl , with current glucose reported as 131 mg/dl, and the user was counseled to treat with oral glucose. Investigation included a complaint intake review and case triage by the clinical support team. Investigation of this case revealed a discrepancy between cgm and bgm readings with unclear cause of hypoglycemia. No clinical symptoms associated with low blood glucose reported. Outcomes included temporary impairment requiring self-treatment with oral carbohydrate. It was concluded that the cause of the hypoglycemic events was undetermined and user counseling on treatment was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.